Event description:
Customer called alleging (B)(6) hcg urine pregnancy test. Customer reported patient was a healthy subject participating in a contraceptive study. Exact date and times of tests not provided or available. Customer only stated the hcg test and serum test were on the same day. Customer alleging a negative mckesson hcg dipstick urine test followed by a positive serum b-hcg of 310. Although additional information was requested, no additional information was available or provided. No adverse events reported.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 100 miu/ml hcg urine control, the results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.